Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. E1: initial reporter email address: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was provided by the initial reporter with the verbatim: during a patient's blood transfusion their s/o came out to nurse station saying blood was pouring out of the IV pump. Blood was free flowing from bottom of IV pump under the chamber. Patient said they accidentally "bonked" the top of the chamber with his hand when he was getting ready to go walk the halls. I unhooked the tubing from the patient and began putting tubing in a bag, when I opened the safety clamp, the tubing with the chamber had a small hole in it, causing the blood product to spray from it. Patient sustained no injuries, blood product was cleaned up appropriately.

Manufacturer narrative:
A sample of an infusion pump was submitted but the sample tubing with chamber that had a hole in it, was not submitted for investigation. The customer complaint of component damage - leak could not be verified due to the failing infusion set tubing not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information. Material #: unknown. Batch #: unknown. It was reported by customer that during a patient's blood transfusion their s/o came out to nurse station saying blood was pouring out of the IV pump. Blood was free flowing from bottom of IV pump under the chamber. The customer unhooked the tubing from the patient and began putting tubing in a bag, when the customer opened the safety clamp, the tubing with the chamber had a small hole in it, causing the blood product to spray from it. Verbatim: rcc received a complaint via email. Email(s) attached. Per the below, agiliti has received notification that eeu 8710 (12980037) was reported to have been involved in an equipment incident. There was no injury to the patient. Unit will be sent to bd for testing. During a patient's blood transfusion their s/o came out to nurse station saying blood was pouring out of the IV pump. Blood was free flowing from bottom of IV pump under the chamber. Patient said they accidentally "bonked" the top of the chamber with his hand when he was getting ready to go walk the halls. I unhooked the tubing from the patient and began putting tubing in a bag, when I opened the safety clamp, the tubing with the chamber had a small hole in it, causing the blood product to spray from it. Patient sustained no injuries, blood product was cleaned up appropriately.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was provided by the initial reporter with the verbatim: during a patient's blood transfusion their s/o came out to nurse station saying blood was pouring out of the IV pump. Blood was free flowing from bottom of IV pump under the chamber. Patient said they accidentally "bonked" the top of the chamber with his hand when he was getting ready to go walk the halls. I unhooked the tubing from the patient and began putting tubing in a bag, when I opened the safety clamp, the tubing with the chamber had a small hole in it, causing the blood product to spray from it. Patient sustained no injuries, blood product was cleaned up appropriately.